Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg), with a high of 300 mg/dl after reconnecting their dexcom g7 sensor. The event was attributed to under-announcing a larger meal. The ilet delivered corrections, and bg began to trend downward during the call. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.